Event description:
The patient experienced dizzy spells and near syncope. It was further noted that the ra lead exhibited low impedance, undersensing resulting in inappropriate atrial pacing on the current egm and oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).